Event description:
Clinical trial. Same case as MFR report #: 600093-2007-02277. It was reported that 442 days following a coronary artery drug eluting stenting treatment procedure the patient returned for a target vessel reintervention. The patient was admitted in early 2005, with abdominal complaints. The patient underwent exploratory laparotomy for diverticular disease on the left side of his colon, a mass involving the right part of the colon, and also underwent cholecystectomy. Following surgery, the patient suffered a ventricular fibrillation arrest without myocardial infarction. The patient made slow, steady progress and cardiac catheterization was recommended. Target lesion one was a de novo, 3.0x60mm, mildly calcified, 90% stenosed lesion of the mid cx (circumflex). Target lesion one was treated with predilation, placement of two overlapping taxus express2 drug eluting stents (2.75x32mm and 2.5x24mm), and post dilation resulting in 0% residual stenosis. Initially, an angioplasty balloon was attempted to be passed down the circumflex but it would not pass the most distal stenosis. It was noted that the 2.5x24mm taxus express2 stent was passed as far down the cx as possible, however, it would not cross the most distal lesion. After several unsuccessful attempts and several balloon inflations, the 2.75x32mm taxus express2 drug eluting stent was placed overlapping the first stent. Additional attempts to cross the most distal lesion were unsuccessful and resulted in a site-limited dissection, which was not flow-limiting. The cath report notes that there was not much myocardium in jeopardy distal to this stenosis and further attempts to open this lesion were not undertaken. At this point, it appeared that the area just proximal to the stented segment looked more narrowed as compared to the baseline angiogram. Target lesion 2 was identified in the mid cx. Lesion characteristics of target lesion two are not available. Target lesion 2 was treated with placement of a 2.75x16mm taxus express2 drug eluting stent, which was then post-dilated. This stent overlapped the most proximal of the previously placed stents in target lesion one. The patient was discharged one day post procedure on asa and plavix. The patient returned to the cath lab 20 days later for a staged intervention to the 1st diagonal. One target lesion was identified in the 1st diagonal with 80% stenosis. No additional lesion characteristics were provided. The lesion was initially treated with cutting balloon angioplasty, with less than optimal results. Two taxus express2 drug eluting stents were then placed: a 2.75x20mm in the distal section and a 2.75x8mm more proximally giving "excellent angiographic results". There were no reported complications and the patient was discharged the next day on continued asa and plavix. The patient was admitted 437 days following the initial procedure with a "three-day history of classic accelerating exertional angina." Upon arrival at the ER, the patient's ECG showed atrial fibrillation and a heart rate of 64. There were anterior t-wave abnormalities in v1 - v3. The patient was ruled out for myocardial infarction. The patient underwent coronary artery bypass grafting 442 days following the index procedure consisting of lima (left internal mammary artery) to lad (left anterior descending), svg (saphenous vein graft) to 1st diagonal, and svg to om1 (1st obtuse marginal). The patient's postoperative course was marked by atrial fibrillation which was treated with amiodarone. Direct current cardioversion was unsuccessful six days post reintervention and the patient was discharged on aspirin and amiodarone, among other medications. According to the investigator, these events were not related to the study devices. The clinical events committee adjudicated this event in 2007 as possibly related to the lad territory devices and unrelated to the cx territory devices.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.